Manufacturer narrative:
Date sent to the FDA: 06/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/09/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-20012021-0000881184 submitted for adverse event which occurred on (B)(6) 2016. Mwr-20012021-0000881185 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted omental adhesions to the previous mesh and a fascia defect. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted adhesions and mesh failure which resulted in the need to remove both previously placed mesh implants. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight gain. Other procedure is captured under separate file. No additional information was provided.